Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was unable to remove the reported guiding block from a plate during surgery on (B)(6) 2015. Screw of the guiding block kept rotating and was never removed. Eventually, the surgeon could remove it by removal instruments. Thread of the product was wore and warped. There was 20 minutes delay in the surgery. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the guiding block was received back for investigation. The block itself shows good with only slight marks of use. By the screw there is the tip thread badly worn down, the shaft does show shaving marks and seems to be bent. On the head part we do see indentations which could have occurred due holding, turning with an instrument. The screw could not be disengaged from the block and there was likely too much application force, bending and the use of an extraction instrument such as a plier caused this damage. Device history record review was conducted and no deviation could be found. No product fault could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number reported as: j041, but the part number and lot number do not match and therefore no DHR review could not be conducted. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifying information is not available for reporting. Subject device received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4)- manufacturing date: december 4, 2009 - no non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.